Event description:
It was reported that prior to use of the single site curved cannula during a da vinci surgical procedure, the cannula came apart.

Manufacturer narrative:
The cannula has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.